Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hosp, field contact or distributor. Product performance engineering reviewed the incident information. The inability to cross in this case appears to be related to the mildly tortuous anatomy and heavily calcified lesion. The stent dislodgement was likely influenced by interaction with the anatomy and the previously implanted stent. However, without the device to examine, no determination can be made as to the root cause of the reported discrepancy. It should be noted that in the instructions for use, it states: "should any resistance be felt at anytime during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit."

Event description:
Reporting status: serious injury-medical intervention/permanent damage. Reporting rationale: dislodged stent remains in pt. Device issue: stent dislodgement. It was reported that the procedure was to treat a heavily calcified lesion in the distal rca. A stent had been implanted in the ostium of the rca in a previous procedure. Pre-dilatation was performed in the entire vessel. Another company's stent was advanced, but failed to cross a sharp bend in the mid-rca. Then the vision was attempted, and even with a lot of pushing, it also failed to cross this bend. The vision was removed from the pt and the stent was observed to be missing. The guiding catheter and guide wire were then removed. The dislodged stent was not found in the guiding catheter; therefore, a full body scan was performed. Due to the heavy calcification, it was difficult to locate the stent; however, it was finally located inside the previously implanted stent. After an unsuccessful attempt to snare the stent, a balloon was used to compress the dislodged stent inside the previously implanted stent. Due to the inability for any device to cross the lesion, the pt underwent successful bypass surgery. No additional event or pt information is available.